Event description:
Caller states patient tested 5.4 inr on the coaguchek s system and 3.8 inr on the coaguchek xs system. Patient's warfarin dose was held for two days based on coaguchek xs result of 3.8 inr. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek s system (lot number 870a, expiration date 10/31/2010). (B) (4)

Event description:
Info received indicates the trendelenburg function is inoperable on the bed.